Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for spinal pain. Caller reported recharging 4 times a day, every 5-6 hours. It was reviewed with caller how programmed parameters affect recharge interval and hd settings can require frequent charging. Caller mentioned she thinks she had the same settings during the trial without recharging/depletion for 5 day trial. It was reviewed different batteries used in trial vs implant and how settings can impact battery usage. Caller was redirected to their hcp to verify expected depletion and discuss programming options that could extend recharge interval. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause not known and that no steps were taken to resolve the issue. The issue was not resolved; the patient still has to charge 4 times a day. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.